Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal li-ion battery required replacement to address the issue. Additional findings not related to the malfunction/issue: missing/displaced rubber feet, external battery dc connector damaged, device exterior damaged base enclosure, handle cracked. No repairs were completed because the device was not needed for inventory and was scrapped.